Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were stiff but slightly flexible. The free margins of all cusps were desiccated. All leaflets were intact. All commissures were intact but were slightly desiccated. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Following the conclusion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was noted with a mild paravalvular leak. The valve was noted to be slightly deep on the left side, at about 6mm in depth. Additionally the patient was implanted with a pacemaker unknown to date the reason. It was reported that the patient had a history of severe aortic stenosis, atrial fibrillation; recurrent congestive heart failure and prior to the implant of the corevalve the patient had a major stroke. One month post implant the patient had an increased from moderate aortic regurgitation to a severe aortic regurgitation. Also the patient had moderate to severe mitral regurgitation with reverse flow in the pulmonary vein, and the patient¿s ejection fraction was 35% to 40% however stable. The patient was admitted to the hospital for an aortic valve replacement. The patient was implanted with a new medtronic bioprosthetic tissue valve and the transcatheter bioprosthetic valve was explanted and returned for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The clinical study site¿s executive summary shows the patient's measurements, taken from imaging with multiple measurements, were borderline oversized, which could indicate this patient's anatomy was too large for the size valve implanted. The clinical site also indicated this possibility in the submitted complaint form. The analysis of the explanted valve did not show any anomalies to explain a paravalvular leak. The leaflets were slightly desiccated, for which a conclusive cause cannot be determined, although may be related to storage of the device. Conduction disturbances are a known potential adverse effect and are resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav.

Event description:
Medtronic received information that the pacemaker was implanted for complete heart block (chb).

Manufacturer narrative:
The valve has been returned and is pending analysis. This event will be updated upon completion of analysis and a supplimental report filed. (B)(4).